Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a drug infusion device. The drug being delivered was not reported. The reason for use was not reported. It was reported that the pump was removed on (B)(6) 2017 because it was totally infected. There were no further complications report ed/anticipated.